Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to communicate with a monitor) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open orange (+5v) wire in the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.